Event description:
During navigated sinus surgery a medtronic navigated quadcut microdebrider blade stopped functioning. The blade was not in direct patient use when the blade was found to be not working. The hub assembly just prior to the blade separated.